Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited residual liquid or foreign material that came out of suction connector of endoscope connector and the forceps channel port. There were also foreign objects clogged in the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.